Event description:
It was reported that the patient presented to the ER after multiple syncopal episodes. The device could not be interrogated due to assumed end of life. During device changeout, the right ventricular lead was tested and was found to have increasing thresholds. The lead was capped and the ipg removed. The family indicates the patient had not had any follow-up in the last 3 years. After the pacing system was replaced the patient was discharged from the hospital without complications.